Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description and service report. Log files were not provided to this investigation. Our fse (field service engineer) was on site to investigate the issue further and found that pressure transducer printed circuit board was defective and required replacement. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.